Event description:
The rod was implanted successfully in the femur. An x-ray was taken after the first week of lengthening procedures and it was discovered the implants were not lengthening. Upon further investigation it was discovered that the handheld erc was placed over the implant in the incorrect orientation, causing the locking pin in the actuator to break. The implant was removed and patient was re-implanted.

Manufacturer narrative:
Complaint investigation summary: the explanted device was delivered to ellipse on (B)(4) 2012. On receipt, the device was decontaminated. Visual inspection indicated that the locking pin was broken. The pin break was caused by the improper use of the erc, the handheld unit that lengthens the device. The erc was placed in the incorrect orientation, causing the device to "retract" rather than "distract". Since the device was newly implanted, there wasn't any length for the device to retract and the tension placed on the rod caused the pin to break. The device history records were reviewed and the device was within specifications at the time of manufacture.